Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), date of implantation added ((B)(6) 2011), hysterectomy and essure removed on (B)(6) 2015 (not (B)(6) 2015) added, new events included pain and adenomyosis company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy bleeding (two periods a month each lasting a full week) after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. This event is anticipated according to essure's reference safety information. In this case, consumer also had adenomyosis, which could be an alternative explanation for the bleeding. However, given the positive temporal relationship, a contributory role of essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed) the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case FDA-2014-n-0736-0929, awareness date: 29-aug-2015). It refers to a female consumer on unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She had essure implanted after her (B)(6) was born after her 6 week appointment, she was not given any list of complications and the doctor said there were no side effects. She was okay for probably the first year after that she started suffering from heavy bleeding, two periods a month each lasting a full week. She had to use a heavy tampon and an overnight pad at the same time and change every 2 hours. She also suffered from headaches, heavy cramping, dark lines under her eyes and cold and hot sweats. She even thought she was going through depression. She was sent to a clinic and she was not even depressed; it was the essure. There were other complications; she could not think of right off the top of her head, she had a bad memory. She had a hysterectomy on (B)(6) 2015 and she was still suffering from headaches every day, ibs (irritable bowel syndrome), dizziness, nausea every day. A MRI was done for head and that came back clear. She was sent to a specialist but they have not found out why she was still sick (her memory has gotten worse). Ptc investigation result was received on 21-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy bleeding (two periods a month each lasting a full week) after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. This event is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, consumer stated this event started 1 year after essure insertion and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.